Event description:
During a percutaneous transluminal angioplasty to the left superficial femoral artery, the balloon was reported to have ruptured. The vessel was described as having a 90% stenosis. After the deployment of a self-expanding stent, the product was advanced to the lesion over the guidewire and the balloon was inflated using a indeflator. However, the balloon ruptured during its third inflation at six atmospheres. There was no reported patient injury.

Manufacturer narrative:
Manufacturing records for lot number r0305505 were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be passed. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors have had an impact.